Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported that the patient kept getting bladder infections one after another and they just finished another one. They stated they couldn't keep taking the medication for them because it upset their stomach. They reported they just came off of 2 medication. Patient stated they had had infections for a year and they were told by their healthcare provider that they were on a fungal medication not an antibiotic so it attacked anything that tried to get into the urinary tract. Patient then stated they still had to get up 3 times per night, stating they had just had it with not sleeping at night and going potty, it was ridiculous. Patient stated they probably needed to change their settings stating their husband used to change the settings on the ins for them, but he passed away and they could not reach back to change the settings on their own due to an unrelated blown up finger. Patient stated their nurse friend came down after their husband passed away to help them adjust stimulation because of the patient getting up in the middle of the night. Patient stated that after the adjustment, the patient had spikes in them, stating it was miserable. Patient stated they went to the ER where they were able to adjust the patient's stimulation. The ER staff told the patient that the patient's friend did not hold the button down to put it into the new setting, therefore it did not set it. Caller was redirected to their healthcare provider for assistance with changing settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the patient indicated that the device was no longer working. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member. It was reported the patient device was placed in her back 7 or 8 years ago. The consumer noted it had a battery. The consumer noted the pain in her back never went away and she never knew how to use it and ¿they¿ said the battery was dead and needed to be removed. The consumer noted the patient did not like the healthcare professional (hcp) and never returned. The consumer noted the device was along their spine and they thought it was placed for back pain, the patient stated she could not touch it. The consumer noted the patient seemed to get bladder infection quite often. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient¿s battery depleted normally, and the battery was going to be removed by the healthcare provider to resolve the depleted battery and the pain but it had not been scheduled yet. No further complications were reported.